Manufacturer narrative:
Button error alarm due to corroded keypad trace.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were not responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.